Event description:
A customer reported a contained cap piercer leak on a unicel dxc 880i instrument. The customer stated the cap piercer blade washer was leaking. The leak was contained to the instrument and no erroneous patient results were generated or reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched. During the service visit on (B)(4) 2014, the fse found an obstruction in the cap piercer blade vacuum drain line 118 (p/n a16293). The fse flushed the line with bleach to remove the obstruction which resolved the issue. The fse verified repairs by running the unit for over one hour and no further leaking was observed. Upon recur, this failure mode can impact any or all chemistries, including critical chemistries. The manufacturer reference number for this event is (B)(4).